Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Bwi products in use during the procedure: ez steer thermocool sf nav catheter (bni35dfh); cartosound catheter, smartablate generator, smartablate pump, and carto 3 system (13411). (B)(4). The device was not returned to bwi.

Event description:
It was reported that a patient underwent an ablation procedure for right idiopathic ventricular tachycardia with an ez steer thermocool sf nav catheter and suffered a cardiac tamponade requiring pericardiocentesis and blood transfusion. During the procedure, a steam pop was noticed. Patient became hypotensive and tamponade was diagnosed. Pericardiocentesis yielded more than 2 liters.